Event description:
The user received erroneous results for two pt samples. The alt result on one pt sample was considered discrepant. The original result was 37 u per l and was auto repeated with a result of 37 u per l. Both results were accompanied by data flags alerting the user the result was not valid. The user then manually diluted the sample and recovered 17 u per l on this analyzer. He also ran the same specimen undiluted on the cobas 6000 c501 analyzer and recovered 17 u per l. After performing maintenance on this analyzer, the user repeated the same sample with a result of 40 u per l. The user stated the pt was not treated based on the alt result of 17 u per l that was originally reported. He stated he had called the physician and gave him the amended result of 40 u per l.

Manufacturer narrative:
The field service rep determined the cause to be a dirty incubation bath and stated the user had cleaned it. Calibration, qc, and a precision was run to verify the analyzer performance with results meeting specs.